Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and right atrial (ra) and right ventricular (rv) leads capped (B)(6) 2026 due to complications of the ICD.

Manufacturer narrative:
Further information was requested but unavailable at this time.